Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the distal tip of the 16fr esheath+ was observed to be torn and barely attached upon removal of the devices. It is unknown at this time how the distal tip tore.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post-procedural device imagery was provided, and the following was noted: distal tip torn axially and radially along distal liner edge. Hdpe stretching along tears; soft tip damage/stretching. Radial and axial score line present. Scratches along distal sheath shaft. This event falls within the scope of a previously opened CAPA to address esheath inner diameter hdpe damage contributing to the tip tear events. The sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by the manufacturing process variation during the tecoflex trimming step leading to the hdpe damage, as investigated in the CAPA. Additionally, patient factors, such as a challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Although no 3mensio imagery was provided, scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. The torn tip can catch on access vasculature during sheath removal leading to retrieval difficulties and possibly separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.